Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pocket was failed. The customer reported there was a delay in dispensing medications to the patient. The medication was subsequently obtained by the pharmacy and provided to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed with the customer that there was no cubie issue, and no further investigation required for this device. The system functioned as intended.